Event description:
During preparation, the dispenser hoop was flushed. As they attempted to remove the catheter, resistance was felt. Upon removal the catheter was noted to have detached at the proximal end near the hub.

Manufacturer narrative:
A review of the device history record (DHR) was performed and showed that this device met all required specifications. The device was not returned for analysis as it was disposed of by the facility. From the additional information received from the facility, difficulty was experienced removing the catheter from the dispenser coil. The dispenser coil was flushed before removing the catheter, however, once resistance was felt, repeat injection was not performed. The directions for use state "before removing the microcatheter from the carrier tube, flush the carrier tube with heparinized saline to wet the hydrophilic segment of the microcatheter. The luer fitting attached to the carrier tube may facilitate the flushing of the carrier tube. Repeat injection if difficult removal of the microcatheter occurs. Repeat injection if difficult removal of the microcatheter occurs." Therefore the most probable root cause for the damage observed is user/use error as insufficient flush was used to hydrate the hydrophilic segment of the microcatheter, resulting in the friction and subsequent catheter detachment.